Event description:
Note: this MFR report pertains to the second of two devices used during the same procedure. Refer to associated MFR report# 3005099803-2012-04174 for a description of the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced pain, infection, dyspareunia, mesh erosion and additional surgeries. According to the physician's office, on (B)(6), 2010, the patient still had leaking following small movements. On (B)(6) 2010, a failed sling was reported. On (B)(6) 2012, the patient underwent removal of the vaginal mesh, cystoscopy and urethral bulking. The patient also experienced dyspareunia. All other information is unknown and unavailable.